Event description:
This is report 1 of 2, for the minicap in this event. This is a report of peritonitis in a patient, coincident with dianeal therapy for peritoneal dialysis (pd). The patient was hospitalized and diagnosed with peritonitis. However, the treatment was not reported. The patient was discharged from the hospital and was recovering from the event.

Manufacturer narrative:
(B)(4). This report of peritonitis was received with no alleged device malfunction or use error; therefore, a sample was not requested. Per review of the batch records for suspected lots: gd893735, gd893743, and gd893875. No nonconformance report was documented for these lots. All release criteria were met for the build of the lots. Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Additional information: the treatment for peritonitis was ip vancomycin and ip gentamycin (dose not reported). The patient had recovered from the event of peritonitis and was discharged from the hospital.